Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Upon investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. To verify the meter functionality, the returned meter was tested with the in-house contour next test strips and in-house breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.